Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed. Approximately, 2 hours post-procedure, patient became hemodynamically unstable and a pericardial effusion was noted via transthoracic echocardiogram. A pericardiocentesis was performed, which removed 300 ml of blood. Significant drainage continued so patient was brought to surgery. Upon opening the pericardium, no perforation was seen and no further bleeding occurred. Patient was transferred to intensive care unit in stable condition and was later discharged.